Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting batteries, had to change battery in less than 7 days, insulin pump was making taking noise and taking longer to rewind. Customer also stated that the insulin pump had motor errors and act, esc, up and down buttons must be pressed multiple time to work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.